Event description:
It was reported that the patient presented to the emergency room. Upon review, it was discovered that the right ventricular lead had 6 unsuccessful shocks due to low impedance. The patient was externally defibrillated. No further intervention was performed. The patient was unstable and, on a ventilator.